Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that one day post implant, this right ventricular (rv) lead was repositioned due to loss of capture and sensing issue. No additional adverse patient effects were reported. This rv lead remains in service.